Event description:
Rptr had augmentation mammoplasty on 3/13/75. She had pain and recurrent infections from 1992-1994, as well as chronic headache. She had an MRI of the left breast on 11/16/93 which showed ruptured silicone implants. Implants were removed 1/10/94 by another dr. Both implants were ruptured.